Event description:
In (B)(6) 2010, a pump refill procedure was performed. At that time, the nurse aspirated the entire drug volume of the previous refill amount. The pt experienced no adverse effects/withdrawal symptoms. It was decided the pump was not working; it was filled with saline and programmed to minimum rate. On (B)(6) 2011, the pump was alarming; the reporter did not know the reason for the alarm "if the pump isn't working." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).